Event description:
Medtronic received a report that the ped2 flow-diverting stent was deployed in the straight segment of the middle cerebral artery. At the beginning of deployment, the tip end showed a fish-mouth shape. When the deployed length reached about 10 mm, the stent presented a y-shaped configuration overall. Continued deployment did not improve this condition. When the microcatheter was advanced to retrieve the stent and redeploy it, the tip end could no longer open, and continued deployment still failed to achieve opening. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a navein6f 115 guide catheter, fa-55150-1030 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.